Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 470mg/dl. Customer states that insulin pump alarmed for no delivery. Customer reports alarm occurred during manual prime. Customer reports event was resolved by changing complete set. Customer declined troubleshoot for high blood glucose. Customer advised to change complete set. Product will not be return for analysis.